Manufacturer narrative:
It was reported on (b)6) 2024 while attempting to inject "botox" for migraines, the syringe was "leaking" causing the patient to not receive the entire prescribed dose during injection. The customer reported after the reported issue occurred the appropriate amount was able to be administered. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported on (B)(6) 2024 while attempting to inject "botox" for migraines, the syringe was "leaking" causing the patient to not receive the entire prescribed dose during injection.